Event description:
It was reported that approx. 79 months after implantation a threshold increase was noted and the lead was explanted.

Manufacturer narrative:
The returned lead was only available in fragments. Only a proximal fragment of 13 cm length and a distal fragment of 49 cm of the lead were returned for analysis. A 4 cm long medial fragment was not returned. Explantation instruments were attached in and on the distal lead fragment. The returned fragments were visually and electrically examined. It is likely that the lead was cut through during the explantation. Aside from the cut through the lead, no damages were detected. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps has been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.